Manufacturer narrative:
At this time no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after applying the freestyle libre sensor. The customer required third-party intervention, however, no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated. No failure modes were observed upon visual inspection of the sensor plug. Unable to perform further investigation as the applicator and pack have not been returned. As submitted in the initial report for this issue, the dhrs (device history review) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after applying the freestyle libre sensor. The customer required third-party intervention, however, no further details were provided. There was no report of death or permanent injury associated with this event.